Event description:
Complainant alleged that during monitoring of a pt the device's display was distorted and not readable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.